Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable urine results for crep2 creatinine plus ver.2, gluc3 glucose hk gen.3, and tpuc3 total protein urine/csf gen.3 for 1 patient tested on a cobas 8000 cobas c 502 module. From the data provided only the gluc3 results were a reportable malfunction. The initial urine gluc3 result was 0.5 mg/dl with a repeat result of 420.3 mg/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 371182 with an expiration date that was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
Review of the reaction monitor shows that there was no reaction after the addition of the r2 reagent. The reaction monitor is consistent with no patient sample being added to the reaction. The customer has mentioned that they are having problems with bacterial contamination of their water supply.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.